Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt mentioned their spinal cord stimulator (scs) had not been working since implant date and now, the pt thought their ins was depleted, but their therapy was still turned on and their settings were too high on their therapy. Pt said the therapy was shocking them in the back and was uncomfortable. Pt could not turn off therapy because of the status screens given on their controller and the pt had attempted pressing the therapy on/off button, but the therapy did not turn off, as previously documented. The patient was redirected to their healthcare provider to further address the issue. Pt's local mdt reps were also informed (see case #(B)(6) for the email to the local mdt reps). Pt mentioned "they did not want to meet" with their hcp on file. Pt needed the assistance of others to troubleshoot.